Manufacturer narrative:
This is a final report. An investigation of the defective component was conducted. The identified root cause for the observed unexpected shut down of the affected m525 f40 during surgery is that the fuses inside the fuse holder of the main appliance inlet operated unexpectedly (open circuit). The visual analysis of the fuses and fuse holder revealed stain on the electrical contact surfaces of fuse holder and the fuses. The stain will increase the contact resistance and cause higher waste heat. The increased temperature together with possible electrical overstress (which is likely to be caused by a previous defect of the internal power supply) result in a higher wear and tear and subsequently a shorter lifetime of the fuses. The age of the device with main appliance inlet including fuse holder is 13 years old. The age of the fuses could not be determined. A visual analysis indicates that the fuses have been used for a long time. Consequently, normal wear and tear is considered as underlying root cause.

Manufacturer narrative:
An investigation of the incident is currently underway, and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from (B)(6) stating that, "main power inlet crashed during surgery." The surgery was completed with another microscope. There was no patient injury.